Event description:
It was reported that during a percutaneous intervention (pci) procedure, gauge issues occurred. The target lesion was unknown. An encore26 inflation device was attached to a balloon catheter. While attempting to pressurize the balloon catheter, it was noted that the movement of the gauge needle on the inflation device was "unstable". The procedure was completed with another of the same inflation device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention (pci) procedure, gauge issues occurred. The target lesion was unknown. An (B)(4) inflation device was attached to a balloon catheter. While attempting to pressurize the balloon catheter, it was noted that the movement of the gauge needle on the inflation device was "unstable". The procedure was completed with another of the same inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual and function of the returned device revealed there were no issues noted with the gauge. The device passed leak, gauge accurace, device locking mechanism, side load and pressure damping testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).